Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that when the patient's spouse touched the ins area in their chest, the patient felt an electrical sensation for 10 episodes that were 3 seconds each and lasted for 2 minutes total. The rep reported that the spouse turned the battery off and the patient stopped experiencing the feeling. The rep reported that when the hcp met with the patient and turned the battery back on, they were able to reproduce the same effect. The hcp instructed the patient to leave the ins off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient info updated. Main component updated. No further information regarding this event will be reported in this reg. Report. Please refer to reg. Report 3004209178-2018-00849 for related/further information regarding this event. If information is provided in the future, a supplemental report will be issued.